Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the plug unit had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the plastic distal end cover had a chip, and due to clogging of the jet tube in the control unit the water could not be supplied. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified foreign material in auxiliary water channel could not be determined since whether there was deviation from instructions for use in reprocessing steps for the area foreign material remained or not was unknown and no physical damage of the device was confirmed at where the foreign material was remained. The event can be detected and prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.